Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker exhibited far field r wave (ffrw) oversensing resulting in inappropriate automatic mode switch (ams). No changes or interventions were reported; the pacemaker will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.